Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00256 on october 2, 2020. Additional information 10/06/2020: the customer was reminded of the limitations section of the advia centaur xp ca 19-9 instruction for use(IFU), that states: "do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9." "Do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease." Siemens hypothesized that if particulate matter was present in the sample, it could have potentially elevated the initial result. Additional information from 10/21/2020: further investigation is not required. The cause of the elevated result seen by the customer with this one sample when using advia centaur xp ca 19-9 lot 463 could not be determined, but controls indicated a shift in recovery which was resolved by recalibration. Siemens cannot rule out contributions from pre-analytical factors or a sample issue. Based on the investigation, no product problem was identified. The customer is operational. No further action is required. The result and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the updated codes. The date of manufacture has been added to section h4 of this report; it was not included in the initial MDR 1219913-2020-00256 report.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. The customer obtained a sample that recovered 33.57 u/ml with a readypack from advia centaur xp ca 19-9 reagent 463, but after the assay was recalibrated, the sample recovered 17.71 u/ml and 16.84 u/ml using the same readypack. Siemens reviewed the calibration data provided by the customer. The calibration from august 7, 2020, which was used to generate the 33.57 u/ml result, had lower relative light units (rlus) than the customer's other lot 463 calibrations. The lower rlus would lead to higher results. Siemens reviewed quality control data provided by the customer and the level 1 control, which is targeted at 17.2 u/ml, recovered high (23.0 u/ml) on (B)(6) when the initial patient sample result (33.57 u/ml) was generated and on the two prior days as well (22.7 u/ml on (B)(6) and 20.7 u/ml on (B)(6)). Although all 3 results of the patient sample were generated with the same readypack, the rlu data for the sample shows that the 33.57 u/ml replicate had a higher rlu (20,673) than the subsequent replicates (17,108 and 17,630). The cause of the elevated result seen by the customer with this one sample when using advia centaur xp ca 19-9 lot 463 could not be determined but controls did indicate a shift in recovery which was resolved by recalibration. Siemens cannot rule out contributions from pre-analytical factors or a sample issue. Siemens is currently assessing if additional information is required for further investigation. The interpretation of results section of the intructions for use states, "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
A customer obtained a discordant high patient sample result using a new advia centaur xp ca 19-9 reagent readypack. The discordant result was not reported to the physician. The customer calibrated the reagent pack and performed quality control. The sample was then retested twice. The retest results were lower than the initial discordant result. The repeat testing was considered correct and reported to the physician. There is no indication that patient treatment was prescribed, delayed or altered. There was no report of adverse health consequences due to the discordant ca19-9 result.